Event description:
It was reported that the cordless driver 3 is running in wrong mode during service at manufacturer facility. It runs in forward when the reverse trigger is pulled, runs in reverse when the forward trigger is pulled. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection. It was determined that the e-box required replacement as it caused the motor run with unintended motion. The e box was found to be non-stryker. The affected component was replaced. The device passed all final inspection activities prior to return to the customer.